Event description:
The patient&#39;s generator was replaced and the device was discarded by the hospital.

Event description:
The patient experienced an increase in seizures and it was believed low vns battery could be contributing to this event. The patient's settings were noted to be increased on the day of the allegation indicating the battery was not fully depleted. The patient swiped the magnet and felt stimulation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.